Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of currently being hospitalized. Customer indicated that their pump shut off and the battery cap cannot be removed. Customer's blood glucose was 124 mg/dl at the time of incident. The customer had symptoms such as vomiting and keytones. Troubleshooting cannot be done as the pump cannot turn on and the battery cap cannot be removed. Customer indicated that they were wearing the pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current measurement, run current measurement, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery tests. The pump passed the delivery accuracy test. The pump was monitored for several days and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump was received with a stripped battery cap coin slot, a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.